Event description:
It was reported on april 2nd, 2025 that the rotary switch on a 3dimensions mammography system was sticking causing uncommanded system motion. A field engineer examined the system and determined that the lower rotary switch needed to be replaced. The field engineer completed the replacement of the rotary switch and confirmed that the system is functioning in accordance with manufacturer specifications. No patient or user injury was reported.

Manufacturer narrative:
It was reported that the rotary switch was sticking, causing uncommanded c-arm movement. A field engineer examined the equipment and replaced the rotary switch to resolve the issue. There were no reported patient or user injuries, and no additional information is available. A review of the device history showed that uncommanded c-arm movement occurred on (B)(6) 2025 under a separate complaint, where the control inserts were replaced. The issue did not return after the rotary switch was replaced. The c-arm rotary switch was replaced; however, no parts were returned for further investigation. The rotary switch was 1739 days old at the time of replacement. The part was not returned for further investigation. The probable cause of the uncommanded movement is due to natural wear and tear on the component from high component age of 1739 days. Further investigation could not be performed as the part was not returned. Due to the limited information provided and lack of part return, the root cause of the rotary switch failure could not be determined. Conclusion: based on a review of the complaint, a CAPA is not needed at this time as there was no patient or user harm. Additionally, the risk is considered very low based on the occurrence. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: the complaint review identified the rotary switch was original to the system therefore, the DHR was reviewed. There was no discrepancy related to the rotary switch. The rotary switch was installed on this gantry with no issues noted. System product code: 3dm-sys-std. Serial number: (B)(6). System manufacture date: june 29th, 2020. System installation date: (B)(6) 2020. Unique device identified (UDI): (B)(4).